Event description:
Removal of retained distal tip of jp drain. Pt was 4 days post laminectomy for cord compression. Drain was being removed when the catheter broke at the edge of the wound and could not be retreived. Prior incisional wound opened down to fascia and catheter tip was visualized and removed.